Event description:
It was reported that the pump was infusing morphine.

Event description:
It was reported that the pump was explanted due to normal battery depletion.

Manufacturer narrative:
(B)(4). Analysis of the pump found a gear train anomaly. There was corrosion and-or wear and-or lubrication issues. It was also found that a motor stalled due to a shaft-bearing.

Manufacturer narrative:
Analysis summary: the pump was received with 4 ml of fluid present in the drug reservoir. The pump showed acceptable testing and function. A review of the pump's interrogation report confirmed that the pump had reached its end of service (eos) condition based on service life of 81 months. The pump was opened and internal inspection of the pump motor compartment noted corrosion of the motor gear assembly. The corrosion of the motor gear box is related to the root cause of the registered motor stall and recovery. No further pump performance issues were registered during service life until eos condition. The pump passed functional testing and was functioning within specification. Per analysis review although the specific cause of corrosion in the present case could not be determined, recent investigations have revealed that often corrosion is associated with the use of off label drug formulations.